Event description:
It was reported that the inflatable penile prosthesis (ipp) was not inflating and that the pump was difficult to squeeze. A surgical procedure was performed to remove and replace the cylinders and pump. The physician believes the difficulty in squeezing the pump is a possible tubing kink, or unknown pump issue. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not inflating and that the pump was difficult to squeeze. A surgical procedure was performed to remove and replace the cylinders and pump. The physician believes the difficulty in squeezing the pump is a possible tubing kink, or unknown pump issue. No patient complications were reported.